Event description:
A facility reported an external drainage system (ID 821731c) was leaking from the buretrol while being used on a patient. No patient injury reported, and the event did not lead to surgical delay.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The external drainage (ID 821731c) was returned for evaluation. Failure analysis - the eds was set up per instruction for use (IFU). The eds was flushed; 2 leaks were noted from 2 of the connectors. The complaint was confirmed. Root cause analysis - the root cause for the issue reported by the customer could be due to using atypical force when connecting devices. As noted in the instruction for use (IFU), finger tighten only.